Event description:
Major pump unit(s) involved: device thrombosis. Specific component(s) involved: inflow graft malfunction/malposition.

Event description:
Major pump unit(s) involved: device thrombosis. Additional text: inflow cannula obstruction. Specific component(s) involved: inflow graft malfunction/malposition. Additional text: obstruction. Causative or contributing factor: no specific contributing cause identified. Intervention(s): other interventions, specify. Other intervention : explant of hm ii and implantation of bivad, pvad. Implant device type: lvad.